Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. All channels tested positive for more than one hundred colony forming units (cfu) of klebsiella pneumoniae. The endoscope was disinfected and tested again. All channels tested positive for two cfu of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was sent to olympus and evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During physical device evaluation, it was noted the light guide lens was chipped due to handling and the adhesive on the bending section was separated due to chemical/physical stress. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is septalkan, the manual cleaning detergent is anios clean, and the automated endoscopic reprocessor (aer) used is a non-olympus reprocessor. The aer detergent is intercept plus, the aer disinfectant is rapicide, their storage practice is a non-olympus cabinet and olympus is the maintenance company. Pre-cleaning steps include aspiration of water through the instrument/suction channel and flushing the air/water channel. Manual cleaning steps include brushing instrument/suction channel, instrument channel port, valves, and distal end and areas around elevator with a non-olympus brush. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and clarification to third party test results. The following was the result of culture testing performed at the third-party labs requested by olympus: sampling from: all channels. Cfu: 3cfu. Bacterial identification: coagulase-negative staphylococci. The investigation confirmed that the end-user deviated from the reprocessing instructions found in the device¿s instructions for use (IFU). More specifically, the end-user did not perform the step specifying the flushing of the auxiliary water channel during pre-cleaning. A review of the device history record (DHR) found no deviations that could have caused or contributed to the microbial contamination. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the event occurred because the device was insufficiently reprocessed due to the aforementioned deviation from the IFU. The IFU notes that "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Occurrence of the reported event can be prevented by adhering to the instructions specified in section 5.3 of the IFU. This section provides instructions on the pre-cleaning of the endoscope and its accessories, as well as the instructions for flushing the auxiliary water channel. Olympus will continue to monitor field performance for this device.